Manufacturer narrative:
MFR ref. No.: (B)(4). The device was returned to baxter and an eval was performed. The discovered symptom of a false "upstream occlusion" alarm was confirmed and reproduced and was caused by a sensor being out of calibration. The upstream sensor was re-calibrated.

Event description:
During baxter's device eval, the device displayed an "upstream occlusion" alarm when no occlusion was present. There was no pt involvement.